Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the haptic tore off. The lens was removed. The reporter stated it was unknown if there was any patient injury or why the haptic tore off. The reporter stated the wrong injector and cartridge were used.